Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system sample was returned for evaluation and the section of the transparent stent sheath proximal to the end of the loaded covered stent appeared slender and stretched. The covered stent was still loaded in the delivery system but deployment attempts failed leading to further stretching of the transparent stent sheath which leads to confirmed results for failure to deploy and material deformation. There were no indication of manufacturing deficiencies. Based on available information and the evaluation of the returned sample, the investigation is closed with confirmed results for failure to deploy and material deformation. A definite root cause for the reported event could not be established. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Based on the instructions for use (IFU) supplied with this product delivery system specific events that could be associated with clinical complications include but are not limited to failure to deploy and high deployment forces. Regarding correct deployment the IFU states: "maintain a stationary hold on the white stability sheath during covered stent deployment (¿). Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath (...) Relaxed and avoid tension." Based on the IFU material required are "(...) 0.035 inch guidewire of appropriate length (...), introducer sheath with appropriate inner diameter". Regarding preparation the IFU states: "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated". The IFU states "examine the packaging and delivery system to determine whether there is any damage or whether the sterile barrier has been compromised. Do not use the device if any of these conditions are observed". H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure, the stent was allegedly not deployed. It was further reported that the distal portion of the device appeared bunched up. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The sample is pending for return. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure, the stent was allegedly not deployed. It was further reported that the distal portion of the device appeared bunched up. The procedure was completed by using another device. There was no reported patient injury.